Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to get into MRI mode due to the system diagnostics recorded high impedances. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. Ipg was electively replaced. Effective stimulation was restored.